Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1: brand name was updated. D4: additional device information was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10 and 4112. H6: results code was updated to 213. H6: conclusions code was updated to 4310. H10: narrative/data was updated. The reported device was received for evaluation. The reported medical condition of infection and bone loss was not confirmed. Visual evaluation of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. Bone loss could not be verified via x-ray analysis by sme of x ray provided by customer. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR, complaint history and sterilization records reviews could not be performed since the lot/item number was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is submitted to relay corrected information, previously submitted incorrectly in report 0001038806 - 2019 - 01697 - 1. The information corrected is the g4: date received by manufacturer. The correct date for g4: is 6 apr 2020. Also g5: premarket identification PMA/510(k) number was updated as the item number is unknown. The information that g5 was updated, was missing from h10 in the previously submitted 0001038806 - 2019 - 01697 - 1. Apart from the above mentioned sections the following sections are being reported: b4: date of this report was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the patient experience pain and through the examination it was determined that the implant site presented with peri-implantitis and an abscess.